Event description:
The hcp reported that the patient went through withdrawal when catheter disconnected from pump, in the pump pocket and pocket filled with fluid. Patient symptoms and date of the event were not provided. "Patient is now ok."